Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4). The dentist reported that 22 days after the dental implant was installed in intraoral region #28, its non-osseointegration was observed. 20ncm of primary stability was achieved and the patient presented insufficient bone quantity/quality.